Event description:
It was reported by email that "while lifting pt up to loading position the stretcher held for a split second then dropped to its lowest position while paramedics were still holding stretcher. Pt did not sustain any injury however both paramedics operating the cot did." The actual injuries that occurred are unk at this time.

Manufacturer narrative:
Locking mechanism. It was reported the two paramedics sustained injuries, however, the details of the injuries are unk at this time. The pt did not sustain any injuries.